Event description:
It was reported that 18 days after insertion of the iab, blood was noted at the insertion site and in the helium tubing. The iab was removed and replaced without any pt complications.